Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/23/2013 with the following findings: the keypad cover was found to be peeling at the up arrow button and the keypad button symbols were worn. During testing, the ok keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. No buttons were found to be sticking. There was evidence of contamination found under all key contacts. A leak test revealed a battery compartment crack and leak.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were sticking and required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.